Manufacturer narrative:
The actual device without packaging was returned for evaluation. Visual inspection revealed that the molded head, tube, and balloon all appeared to be discolored with foreign substances on the exterior of the device. Feeding was simulated using water and methylene blue through the jejunal feed port. There was an observance of water droplets exiting the gastric skive area. The gastric skives were examined under magnification(30x). The inner wall of the tubing which separates the jejunal and gastric lumens had tear which allowed for an inner lumen crossover. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from the (B)(6) stating the patients low-profile transgastric-jejunal feeding tube became blocked and then split after 4 to 6 weeks in use. Additional information received on (B)(6) 2016 stated the device was in use for 18-days. The patient required interventional radiology for replacement. No additional information was provided in regards to the patient's status.